Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
It was reported that 5 months after the implant was placed in ada site 7 of the patient's mouth, non osseointegration was observed. The patient was reported to have mobility, bleeding, and inflammation at the time of the event. The patient was reported to have poor bone quality (type ii bone) and peri-implantitis. The device will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
It was reported that 5 months after the implant was placed in ada site 7 of the patient's mouth, non osseointegration was observed. The patient was reported to have mobility, bleeding, and inflammation at the time of the event. The patient was reported to have poor bone quality (type ii bone) and peri-implantitis. The device will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).